Manufacturer narrative:
A manufacturing evaluation was completed: aiming arm was received without visible signs of damage. Review of the device history record show that there were no issues during the manufacture that would contribute to this complaint condition. During the investigation, a functional test was performed by production staff. A malfunction could not be found. The device passed the required functional check successfully and no design related issue could be found. Based on these results, it is likely that the device was not according to the technical guide as intended. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device has an alignment problem in the multi-loc screw holes and mainly for the most prior screw, the drill touches against the nail. This report is 1 of 5 for (B)(4).